Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that the patient underwent mesh removal on (B)(6) 2009 and on (B)(6) 2010 due to extrusion, erosion, scarring, dyspareunia and infection. It was reported that the patient underwent a sling procedure on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy.

Event description:
It was reported that the patient concurrently underwent anterior colporrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.